Event description:
It was reported the surgery was cancelled however the patient received anesthetic.

Manufacturer narrative:
The affected device was returned and evaluated. When having complications with a sureshot device, we encourage you to refer to user manual 7118-1540 for trouble shooting suggestions. Although our investigation could not confirm the stated failure, this failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary.